Manufacturer narrative:
Received one 60-5274-132 in opened original package. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The insulation cover detached from the cannula. The root cause cannot be determined, however, based upon the photos and the IFU, the likely cause is due to damage incurred during sliding the hook in and out of the sheath. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 43 complaints, regarding 51 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Examine this device prior to use for damage. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿it was reported that the insulation cover detached from the cannula¿. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of fragmentation of the device and no component fell into the surgical site. The procedure was completed using a alternate, same device and there was no report of procedure delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was being used during an unknown procedure on (B)(6)2023 when it was reported, ¿it was reported that the insulation cover detached from the cannula.¿. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of fragmentation of the device and no component fell into the surgical site. The procedure was completed using a alternate, same device and there was no report of procedure delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.